Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had an open sore under one of the electrodes near her breast. The patient applied a salve to the sore. The patient's physician prescribed the patient a cream to put on the sore. Follow-up indicated that the skin irritation had healed.